Event description:
The clinical study registry reported a focal restenosis of a non-study target lesion in the left anterior descending coronary artery. The index procedure for the clinical study targeted a lesion in the proximal right coronary artery described as a de novo, concentric, calcified, highly flexed and tubular with a type c classification and 60% stenosis. The vessel was predilated with a 2.5 x 23mm balloon at 12 atms and a 2.5 x 23mm cypher was deployed at 12 atms for 16 to 30 seconds. A second 3.0 x 28mm cypher was implanted at 20 atms for 16 to 30 seconds proximal to the first stent and overlapping it. Post dilatation was conducted with a 2.5 x 14 mm balloon for 22 seconds; inflation pressure was not known. The residual stenosis was zero and timi flow was three before and after the procedure. No procedural complication was reported and the pt was discharged the following day. Ten days later, a follow up angiogram showed no anomalies. But one months after the index procedure, the pt presented at the hospital with angina. A new lesion in the left anterior descending coronary artery (lad) was treated for 75% stenosis. No further info regarding the vessel/lesion characteristics was provided. The pt was discharged three days later. Four months later, the pt developed angina and was hospitalized the following month for 90% focal in-stent restenosis of the cypher implanted in the lad. The restenosis was treated by implantation of another cypher stent and by kissing balloon.

Manufacturer narrative:
This cypher sirolimus-eluting coronary stent is distributed outside of the united states. However, it is similar to the united states cypher sirolimus-eluting coronary stent. Additional info will be submitted within thirty days upon receipt.